Manufacturer narrative:
The event was returned to applied medical for evaluation, along with a black fragment and a clear component. Visual inspection confirmed the complainant¿s experience of seal component separation and particulation. The returned black fragment matched the missing portion of the septum, an internal rubber component of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the fragmented septum and dislodged shield were caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medicals instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: laparoscopi cervical cerclage. Event description: during introducing the trocar into the abdome whit plastic and black rubber was detached from the trocar/houseing falling into the abdome. I have got information from the nurse everything was captured from the abdome. Additional information received from the territory manager by email on 5feb24: first of all ¿ patient is still good. Information asked to the customer today. Tba follow up from my side: there is no clinical impact to the patient. Procedure: laparoscopi cervical cerclage. The user did resolve the situation, by placing a new trocar capturing the instrument guide seal and the black rubber part which was in the abdomen of the patient. Instrument used. Needleholder, grasper and a scissor all 5 mm ø. Patient status: there is no clinical impact to the patient.

Event description:
Procedure performed: lap/gyn. Event description: during introducing the trocar into the abdome whit plastic and black rubber was detached from the trocar/houseing falling into the abdome. I have got information from the nurse everything was captured from the abdome. Patient status: patient did not suffer.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.